Event description:
It was reported that the insulin pump alarmed motor error during basal. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a47 alarms in alarm history due to corrupted history file. Unable to confirm e70 alarms in alarm history due to a47 alarms in alarm history. The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had intermittent failure that was not detected during our testing. The insulin pump passed prime/a33, displacement, rewind and basic occlusion tests. The insulin pump has minor scratches on display window, cracked case near display window corner and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.